Event description:
The patient reported receiving a shock. Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-45 implantable pacing lead, (B)(6) 2008. (B)(4).